Event description:
Report #1 of 2 received of an overdelivery of morphine. The pump was programmed in 2002 at an unspecified time to deliver morphine 5mg/ml in the continuous only mode. The rate was titrated by the nurse to a maximum rate of 15mg/hr. After approximately 5 hours of therapy, all 150mg of morphine contained in the syringe were noted to be infused sooner than expected. The pump was removed from service at an unspecified time and therapy was resumed on a second pump. At 9:25pm, the pt was found to be overmedicated. The pt was successfully treated with an unspecified dose of narcan and was transferred to the ICU for 24 to 48 hours of observation. At an unspecified time during the event, the pt was reported to have an oxygen saturation of 99% with a heart rate of 114 beats per minute, a blood pressure of 107/69mmhg, and a respiratory rate of 22 breaths per minute. The pt was reported as fully recovered from the event. Though requested, no add'l info was available.